Event description:
It was reported that 10 mins after starting treatment with polyflux 140h, an external dialysate leakage from the header was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A leak test of the dialysate side was performed and a leak was found. The reported condition was verified. The cause is a crack in the welding seam which is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.